Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a yellow screen and reported a shorted lead condition. This transvenous implantable lead's shock impedance was <20 ohms. The <20 ohm measurement first occurred during dilivery of a shock for oversensed noise, which occurred during a procedure involving electrocautery to repair a dialysis shunt. A shock was successful at a later date with normal impedance.